Event description:
The physician intended to deliver a resolute integrity drug-eluting stent to severely calcified lesion in the lcx with 75-90% stenosis and moderate tortuosity. Lesion pre-dilation was performed. Approximately 30% stenosis remained following pre-dilation. A non-medtronic stent was delivered following pre-dilation. Multiple attempts were made to deliver the resolute integrity stent, however resistance was encountered during the delivery attempt and the device could not reach the target lesion. The device was removed and the stent was observed to be damaged. The lesion was treated successfully with 2 other resolute integrity stents. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the inner shaft markers. Struts from the fourth, fifth, sixth and seventh proximal stent segments were slightly pinched and deformed. The distal tip was flared. The hypotube was kinked at 90cm, 14cm and immediately distal the strain relief. The distal shaft was kinked 2.5cm distal to the hypotube bond.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent); related to operational context (resistance encountered during delivery attempt. Target lesion exhibited severe calcification). Conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent); operational context contributed to event resistance encountered during delivery attempt. Target lesion exhibited severe calcification). (B)(4).